Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: no battery cap was returned and all testing was performed with a test battery cap. The test battery cap was able to fully tighten to the pump. The battery compartment had a crack observed below the grip pad. There was evidence of partially discharged batteries being installed observed in the black box prior to the complaint date. The pump's current draws were within specifications. No "battery life" issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected batter life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.